Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging a lancet issue with her onetouch lancing device. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged issue began during (B)(6) 2013. The patient stated that she found it difficult to insert and remove lancets from the subject lancing device. The patient manages her diabetes using a combination of oral diabetes medications. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "callouses on fingers hurt" during (B)(6) 2013 after the alleged product issue began; however, she denied having received any treatment. At the time of troubleshooting, the csr noted that the subject lancing device was not being used for the first time, the patient was using the correct lancets (33g) and there was no indication of product misuse. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject lancing device caused or contributed to a serious injury. The patient's reported symptom of ¿callouses on fingers hurt¿ does not meet lifescan's criteria for a serious injury. The patient did not receive treatment as a result of the alleged issue. The alleged product issue was not resolved during troubleshooting.